Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The contact pins on the ultrasound connector were corroded. The bending section cover glue was chipped. The scope cover and scope body were scratched. The air/water nut and suction cylinder nut were damaged, suction cylinder nut damaged. The angulation wire had play, and the up/down knob torque had less or specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the ultrasound connector on the evis exera ii ultrasound gastrovideoscope was defective. No patient harm reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end / stain entered inside the lens through the gap and the acoustic lens was damaged (a slight gap on the acoustic lens glue appeared). This report is to capture the reportable malfunction of the gap of adhesive on the distal end / stain entered inside the lens through the gap and the acoustic lens was damaged (a slight gap on the acoustic lens glue appeared) noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap of adhesive on the distal end and damaged probe unit acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue occurred during a diagnostic endoscopy procedure. The intended procedure was completed with the same device despite the loose contact. There was a slight delay to the procedure without harm to the patient.